Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the report: the tip of the device broke off into the pt's cavity during the procedure. The tip was retrieved. It could not be reported if a new device was used to complete the case. It also could not be reported if the case was delayed or if abnormal bleeding occurred. There was no report of pt injury.